Manufacturer narrative:
The cholangiography catheter was received inside a broken shipping tube. The outer box was also received and examined prior to decontamination, and contrary to the report, the outer box was found crushed in the same area that the catheter tube break is located. The gray tube is broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was pulled out of the tube, it was found bent where the gray tube is broken 14cm proximal of the catheter tip. Although the reported damage was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that the damage occurred during shipping.

Event description:
It was reported that the catheters were received in the shipping carton that was in good condition and the catheters were bubble wrapped; however, 2 of the 10 tubes were broken. The area at the break appeared to have jagged edges. The actual catheters were not broken. The catheters were not used.